Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 7 months. Device evaluation: the report of low speed/flow alarms and pump stop events can be confirmed based on the submitted log files; however, a specific cause for the alarms could not be conclusively determined. The log files captured low speed/flow hazards and pump stop events while the patient was supported by both the power module and batteries. Based on complaint history and similar reported events, the events captured in the log file are consistent with compromised wires in the percutaneous lead. However, a specific cause for the events in the log files and a correlation to the evaluation of the returned portion of the lead could not be determined. An electrical continuity test of the returned portion of lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The percutaneous lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the percutaneous lead wires that would have resulted in an electrical short. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient received audible and visual red heart alarms for "low speed" and 'pump stop" events. It was noted that most events occurred while the patient was tethered to the power module patient cable. It was recommended to immobilize the percutaneous lead. The system controller was exchanged and the patient was admitted for observation. On (B)(6) 2015, the patient experienced another transient pump stop while on battery support. On (B)(6) 2015, a percutaneous lead replacement was performed without reported incident. In the evening following the percutaneous lead replacement, the patient experienced a low speed event followed by a change in the sound of the pump. The patient was switched to a pocket system controller and ungrounded patient cable. On (B)(6) 2015, the patient underwent a pump exchange. No further issues were reported and the patient remained asymptomatic throughout the events.

Manufacturer narrative:
The report of low speed and pump stop events were confirmed based on the evaluation of (B)(4). The pump was returned with the percutaneous lead cut approximately 1.5¿ from the pump housing and the severed portion of the lead returned in two pieces, the 27.5 inch distal end portion, and a 12 inch portion of lead. Electrical continuity testing of the 12 inch portion of lead did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed disruptions in the insulation of all of the six wires at what would be approximately 13 inches from the pump housing. The conductors of all of the wires were exposed. The disruptions appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage to the wires such as crushing or pinching. The disruptions in the wires, would have affected all three wire phases, and would have interrupted function as a result of a phase to phase short if the exposed conductors from both wires made direct or simultaneous contact with the braided shield while the device was supported by batteries. The reported event also could have resulted from the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.